Event description:
Adverse event email template: scriptmed ID: (B)(6). Patient initials or name: (B)(6). Drug name(s): vigabatrin 500mg packet. Description of event: pt has a new ng tub with feed, 1st time, causes pt to throw up . Date of report: 03/06/2023. Reporter of event: mother-(B)(6). Complete dosing information: take 0.8 packets by mouth twice daily. Mix 1 pack in 10mls of water. Give 8mls and discard the rest. Repeat for pm dose.